Manufacturer narrative:
Date received by MFR: 02feb2020. Date of this report: 04feb2020. The service engineer (se) inspected the device. The se replaced the touchscreen to address the reported issue.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24dec2019.

Event description:
It was reported that the ventilator's touchscreen had a fault. There was no patient involvement.